Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to capture. An x-ray and fluoroscopy revealed that the ra lead had dislodged. The patient presented for ra lead revision procedure. During the procedure, it was noted that the ra lead helix failed to be retracted. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and failure to capture. A complete lead was returned in one piece for analysis. The helix mechanism issue was confirmed. Visual examination found the helix extended and clogged with blood and tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. After cleaning, the helix was able to fully extend and retract, with the extension length measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.